Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, there may have been a piece of cartridge septum material in the needle. During troubleshooting with tandem's technical support, the customer remove the needle from the septum, pushed the syringe plunger, and reported that insulin slowly pushed out of the needle. Reportedly, the customer successfully filled the cartridge and resumed insulin delivery. The customer's blood glucose level was 148 mg/dl.